Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime due to prime during prime alarm rest due to faulty sensor resistor. Pump passed displacement test and basic occlusion test. Unable to perform occlusion test and excessive no delivery alarm test due to prime anomaly. All buttons function properly. However moisture damage was noted on keypad traces. No moisture damage was noted on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 252 mg/dl at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.